Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source, but then the pump shut off. Customer¿s blood glucose level ranged from 468-469 mg/dl. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.